Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, the device involved in this MDR report could not be interrogated and was explanted. At explant, the physician observed that the device was bigger than the actual size.